Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). A trackwise file was not created for this report because this is considered a customer inquiry, (requesting assistance with display monitor showing backward) and not an allegation of a product deficiency (complaint). If you have additional information that indicate a product deficiency occurred, please let me know. (B)(4). (B)(6) need assistance on 8015 s/n (B)(4), display monitor is showing backward, I suggested to try replacing the lcd display from a good known device. After (B)(6) replacing the lcd display it's working now. It was confirmed, a faulty lcd display, need to replace an lcd display. Issue was resolved.